Manufacturer narrative:
The device history record (DHR) for lot number 75di0251 was reviewed with no anomalies noted in the paperwork. The device was not returned. One image was provided that showed the last staple in the tissue had one leg in and one leg out of the tissue. The leg out of the tissue appeared underformed. However, the image provided was taken at an angle and was difficult to determine the degree to which the staple may have been underformed. The other staples in the tissue were not visible in the image.

Event description:
The surgeon was performing a laparoscopic appendectomy. The stapler fired fine but the distal staple leg wasn't fully closed and wasn't a complete 'b' shape. Surgeon used a grasper to close the staple. The procedure was completed with no further issues. The patient was fine. The device was disposed of by the hospital and was not available for investigation.